Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. The device was visually inspected, functionally tested, and the alarm log review was performed. Visual inspection was performed and nothing unusual was noted. The alarm log review and power on self-test revealed evidence of the f-38 alarm. The reported condition was verified. The cause was determined to be defective force sensing resistors (fsrs). A service history review revealed that this device has been previously serviced for an f-38 alarm. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump had an f-38 alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.